Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 instrument. The fse identified the failure mode as a faulty t-valve for the sample syringe drive, and wash collar vacuum valve. The fse replaced the valves to resolve the issue. The beckman coulter internal identifier is case-(B)(4). MDR 2050012-2018-01029 was submitted for the same issue which recurred and resolved with case-(B)(4) on (B)(6) 2018.

Event description:
The customer reported the generation of multiple erroneous low patient result for bun (blood urea nitrogen) and cr-s (creatinine) on their unicel® dxc 600 pro instrument. The erroneous low patient results were not reported out of the laboratory. There was no effect to patient treatment in connection to this event. Quality control (qc) was within the laboratory¿s established ranges prior to event.